Event description:
During a colon resection, 1st stapler mis-fired - see previous report of ethicon stapler device lot #m93k8k, second ethicon stapler ecs29a misfired. Surgeon was able to complete the surgery.

Event description:
Add'l info rec'd from reporter on 02/06/2019 for mw5075298: during colon resection, ethicon stapler misfired during the anastomosis requiring the surgeon to resect more bowel and reanastomosis the bowel with a second stapler. Half of the anastomosis had the staples and half of the anastomosis was completely without the staples. Re-resection of the anastomosis using a gia stapling device and another anastomosis using eea site #30 stapling device.

Event description:
During a colon resection, 1st stapler mis-fired - see previous report of ethicon stapler device lot #m93k8k, second ethicon stapler ecs29a misfired. Surgeon was able to complete the surgery.